Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure for transurethral lithotripsy. The attending physician attempted to advance the ncircle tipless stone extractor through a urethroscope when the basket wire broke when attempting to grasp a crashed stone. The physician replaced the broken basket for an unknown device and was able to complete the procedure. No pieces from the broken basket were left in the patient nor did the patient experience any adverse effects or medical intervention due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. A review of a returned device identified that one of the basket wires had pulled out of the cannula. A review of the lot documentation for the product did not observe any nonconformance or issues that may have contributed to the failure mode in this case. A complaint history review showed this complaint to be the only one associated with the complaint lot number. Based on the provided level of information, a definitive root cause cannot be determined or reported at this time. However, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.